Event description:
It was reported that during a coronary stent procedure, the balloon had a pin hole leak. It was also reported that the pt went to surgery but not as a result of this incident. The pt status is listed as "okay".